Event description:
Device has been explanted.

Manufacturer narrative:
Additional/changed and/or corrected data : b.5., d.6b., h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection (late onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (late onset).

Event description:
Patient reported left side ¿fungal infections¿ and "eczema". The following events are not related to the device ¿extreme hair loss¿, ¿intestinal complaints (flora)¿, ¿dry eyes¿, ¿dry skin¿, ¿dry mouth¿, ¿extremely tired¿, ¿periods begin to falter¿, ¿often sick¿, ¿concentration problems¿. The device remains implanted.